Event description:
It was reported that the patient was unconscious and was in the intensive care unit (ICU). The healthcare provider (hcp) thought that the patient presented as being unconscious around 8 pm on (B)(6) 2013. The hcp was contemplating aspirating reservoir contents or stopping the pump. The drug in the pump was not known to the reporter. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-1, lot# n313963, implanted: (B)(6) 2012, product type: accessory. (B)(4).